Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or show a "high" reading. The customer was advised by technical support to tighten connections, position the tubing downward, and attempt bolus delivery to address recurring occlusion alarms. Ultimately, it was recommended to replace necessary supplies and continue with insulin therapy.